Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the review of the case , it is assessed that the event is not device related, it is assessed that the event is not due to the device but rather an arm pain felt by the patient who requested a fusion. The surgeon does not provide details as to why the patient felt pain and if it was due to the mobi-c implanted the investigation found no evidence to indicate a device issue. No conclusion of exact root cause can be made with available inputs.

Event description:
Mobi-c p&f us : revison /pain. Information received from company representative as retreival kit was needed on (B)(6)2017 according information provided : first surgery happened on (B)(6) 2016 ; patient suffred from radiculopathy revison on (B)(6) 2017; level c4-c5. Patient complaining of arm pain and wanted a fusion. Everything looked good before removal, lateral + a/p pictures looked excellent. Revision treatment : fusion.

Manufacturer narrative:
Device sent to external laboratory.

Event description:
Mobi-c p and f us : revision. Patient complaining of arm pain and wanted a fusion.